Event description:
Device "shattered" during lap chole case.

Manufacturer narrative:
The user facility reported a trocar shattered during a lap chole case. Additional information was sought from the user facility (B)(6) via e-mail and telephone to no avail. An investigation was unable to be performed on the device because no device was returned.